Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, a field service engineer (fse) worked remotely with the customer and confirmed that auxiliary drawer 5 functioned in diagnostics; however, the pockets were greyed out in the cubie map, and no recovery was available in storage space. Attempts to fail the drawer electronically were unsuccessful. After returning to the station, the drawer was manually opened to induce a failure condition, after which the customer was able to recover it. The customer subsequently inventoried the drawer multiple times with no further issues observed. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 5 was failed. Customer tried to reboot/ recover the drawer, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.